Event description:
It was reported that the 9600 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram battery and the software upgrade were installed during the service call.